Event description:
Caller reported a cartridge alarm 30, which did not adversely impact customer¿s blood glucose level. Customer had previously experienced related cartridge alarms. Technical support decided to replace the pump, sending a replacement that included updated software and provided instructions on storage mode and pump setting transfer. Customer was advised to return the faulty pump within 10 days using a pre-paid return box to avoid charges and acknowledged all instructions provided.